Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the patient line of the liberty cycler set was not fully connected to the their catheter (not a fresenius product) and leaking during drain 1 of 4 of treatment. The patient first noted the issue upon discovering the floor was wet. The patient reconnected to treatment but received the draining slowly message. Treatment was then cancelled. The patient was advised to re-setup treatment with new supplies. Upon follow-up the patient confirmed that there was no adverse event, serious injury, or required medical intervention that resulted from this issue. Treatment was successfully completed after re-setting up the cycler with new supplies. The patient did not know the cause of the issue and stated it is the first time ever encountering it. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the patient line of the liberty cycler set was not fully connected to the their catheter (not a fresenius product) and leaking during drain 1 of 4 of treatment. The patient first noted the issue upon discovering the floor was wet. The patient reconnected to treatment but received the draining slowly message. Treatment was then cancelled. The patient was advised to re-setup treatment with new supplies. Upon follow-up the patient confirmed that there was no adverse event, serious injury, or required medical intervention that resulted from this issue. Treatment was successfully completed after re-setting up the cycler with new supplies. The patient did not know the cause of the issue and stated it is the first time ever encountering it. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.